Event description:
It was reported that the patient complained of pain and it was discovered that the head of the distal femur 4.5mm lcp condylar plate had broken at the top. A revision surgery was performed on (B)(6) 2013 and the head of the plate was removed with locking and conical screws. The quantity of screws removed is unknown. The remainder of the plate and screws remains implanted. The implant date and implant surgeon are unknown. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.